Event description:
Received pathological markers confirming cd30 positive and alk negative were present. Device was explanted.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2201, f2203, f2303. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Patient representative reported "lump under left armpit," "bia-alcl," and "severe emotional distress and lives in daily fear that the bia-alcl has returned", "mental; stress, anxiety, worry, humiliation, fear". Also reported "constant nausea, headaches, fatigue and loss of hair" not related to the device. Treatment: device explant, chemotherapy.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on 07/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma, and "melanoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
This record is for the left side. Patient reported being diagnosed with melanoma. Patient additionally reported a lump on the arm of an unknown side and a diagnosis of alcl. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. Device remains implanted.